Manufacturer narrative:
Device evaluation summary: according to the information received, the right breast showed double bubble deformity. Upon removal, the implant was observed with (B)(6). The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no (B)(6) or leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast capsular contracture, right breast double bubble. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 475cc gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. The patient woke up and noticed pain and tenderness in her left breast. The patient was diagnosed with left breast baker grade iii capsular contracture. Additionally, rupture of the left breast prosthesis was later confirmed via mammogram and MRI. Lastly, the patient developed a double bubble deformity in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 475cc gel breast prostheses on (B)(6) 2022. (B)(6) was discovered on the explanted right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.